Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, after a procedure was completed, leakage was observed from the rubber part of the cassette. There was no harm to the patient or operating room staff. No additional information expected.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history records, and lot history could not be reviewed. The wet returned cassette pack was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. The maximum value of vacuum and continuous reflux displayed properly on the progress bar. No message code appeared on the screen. Fluid flowed from the balanced salt solution (bss) to the drain bag without any interfering. 400 milliliter of fluid was introduced through the cassette to the drain bag. No leakage was detected from the connectors, the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting the manufacturer internal reference number is: (B)(4).